Event description:
The user facility reports that during plasmapheresis procedure, the donor required re-stick. Staff were unable to disconnect the needle from the tubing set resulting in the circuit being discarded and ebl > 200cc. No donor injury or need for medical intervention is reported. This MDR is filed for blood loss only.